Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent spine surgery to treat dorso-lumbar spinal column fracture. At the beginning of the surgery, the surgeon used the reduction instrument and it did not engage the head of the screw to reduce the listhesis of the fractured spine. After several attempts were made to insert the head of the screw, reduction was possible, but when the instrument was removed, it locked and did not leave the head of the screw. The impasse caused the surgery to be delayed for approximately 45 minutes. A screwdriver shaft used to adjust the position of the first screw broke. The broken piece was retrieved and was not left in the patient. Procedure was completed successfully. Patient outcome was stable. Concomitant devices: spine screws (part: unknown, lot: unknown, quantity: unknown). This report is for a screwdriver shaft stardrive, t25, for universal reduction screw (urs). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.636.001, lot: 9769075 , manufacturing site: haegendorf , release to warehouse date: 07. Jan. 2016 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿ please note that this part had an additional code added of device interaction (2+ devices) unable to disassemble however based on the complaint description there is no evidence that this instrument had any issue with disassembly and therefore will not be addressed during the investigation. The following investigation flow was performed: broken . It was visually observed that the distal tip has sheared off from the instrument, the distal tip broken into two pieces and was returned. When the fragments were reassembled it was determined that approximately 8.89 mm has broken off from the instrument. The balance of the instrument is in fair condition. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: diameter specification: ø 5.7 +/- 0.05 mm . Measured diameter: ø 5.69 mm; conforming. Overall length specification: 235 +/ 2 mm . Measured length: 228.09 mm; not conforming due to the broken tip. A device history review, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level and component: no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that an excessive off-axis load was applied resulting in the complaint condition. A material review could not be performed as only the top level of the device history record reviewed as sub-components are not lot tracked. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.